Event description:
Surgeon performed a total knee replacement in 2/2006. Upon waking on the moring of 03/20/2006, the patient was in pain and unable to support any weight on her leg. X-rays showed that the patient suffered a fracture. The fracture correlates with one of the navigation pin holes. The surgeon inserted a plate in the patient to help repair the fracture but the plate has since snapped in two. Six weeks after the surgery to repair the femur fracture, there are no signs of healing. Doctor reported that the patient suffers from osteoporosis.